Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 512 mg/dl and customer was vomiting. Customer was hospitalized for diabetic ketoacidosis (dka) and intravenous (IV) insulin was administered. Elevated bg/dka were resolved with no permanent injury. Customer was discharged on (B)(6) 2018. Contact did not know cause of elevated bg. As event occurred in the past, tandem technical support could not identify cause of event.